Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has alarming issues. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has alarming issues. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the fault logs and confirmed the "iab disconnected alarm". The fse then restarted the unit, and the unit passed all functional and safety tests. The unit was then returned to the customer for use.